Event description:
It was reported via literature article that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) in conjunction with pulmonary vein isolation and ablation of the left atrial posterior wall via pulse field ablation. Following the transeptal puncture an ablation catheter was advanced into the left atrium. Pre-ablation electrical mapping showed complete pulmonary vein (pv) reconnection and pv re-isolation was completed. Left atrial posterior wall ablation was performed. Laa closure was successfully performed using the watchman flx closure device and the procedure concluded. One day post index procedure the patient experienced episodes of premature atrial beats which were resolved by an amiodarone infusion. Forty-eight (48) hours post procedure, a mild pericardial effusion was identified and resolved without intervention within twenty-four (24) hours. The patient was discharged on non-vitamin k antagonist oral anticoagulant (noac) and aspirin. During a follow-up examination three (3) months post index procedure, the patient experienced sporadic palpitation episodes and a brief episode of paroxysmal atrial fibrillation. The patient underwent also a transesophageal echocardiography investigation that confirmed proper laa device position, with no evidence of peri device leakage. No pericardial effusion was noticed. Noac therapy was then discontinued.

Manufacturer narrative:
B3: date of event - estimated as 01jan2023 as the received date for the literature article was 18jan2023. Literature citation: bianchini l, moltrasio m, fassini g, et al. Pulsed-field ablation of pulmonary vein and left atrial posterior wall combined with left atrial appendage occlusion as single procedure. Pacing clin electrophysiol. 2023;1-3. Https://doi.org/10.1111/pace.14823.